Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/ reporter (unknown relationship to patient) contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was prompting an unknown error message when he was attempting to test his blood glucose. The (B)(4) was unable to reach the patient or reporter for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). On (B)(6) 2012 at approximately 10:00am, the reporter claimed the alleged issue began. The reporter stated that the patient manages his diabetes with a combination of pills with diet and/or exercise. The reporter was unable or unwilling to answer if the patient made any changes to his usual diabetes routine. Furthermore, about 1 hour after the alleged issue began, the reporter stated the patient had symptoms of "nausea, vomiting, and feeling sick." Additionally, on (B)(6) 2012 at 0900, the patient was seen in the emergency room (ER) and was treated with a dose of insulin (unknown type and dose). It is unknown if the patient's blood glucose was measured in the ER, and if the patient had any symptoms on (B)(6) 2012. It is unknown if the alleged issue cause or contributed to the patient seeking treatment by a healthcare professional. At the time of troubleshooting, the cca assisted the reporter with a retest, the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began. In addition, the patient was seen in the ER and received treatment from a healthcare professional.